Event description:
During the laser lithotripsy, the insulation (coating) over the laser fiber split and a 1-2 mm portion of the insulation laser tip broke off inside the stone. Surgeon attempted to grasp the stone but the laser fiber was lost in the tremendous amount of stone material.